Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) was due to device damage by another device (dislodged) and device damage by another device appears to be due to procedural condition. The reported poor image resolution was due to patient anatomy. The unchanged mr appears to be due to the procedural condition of the slda. There is no indication of a product issue with respect to manufacture, design or labeling. The other implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Some difficulty was noted getting adequate height of the transseptal puncture, related to the patient anatomy. The patient anatomy also included posterior leaflet prolapse and a small flail gap. Two clips were implanted without issue and the mr was reduced to grade 3. However, due to the residual mr, the physician wanted to implant a plug to treat the residual mr. A non-abbott stiff guide wire was advanced; however, due to the issues with the transseptal puncture, additional manipulation was required to advance the guide wire. The torque released from the guide wire caused the guide wire to interact with the clips, knocking both clips off the posterior leaflet (slda). The clips appeared to be well attached to the anterior leaflet. Mr remained unchanged from pre-procedure. No additional intervention was performed. The patient will have a surgical consult for possible surgical intervention. No additional information was provided.